Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates: the customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with a loaner device, belonging to stryker. Upon inspection, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event. Section h11, executive summary of the initial medwatch report indicates: a stryker service representative performed an evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. Thereafter proper device operation through functional and performance testing. The device was returned to the loaner pool. The cause of the reported issue could not be conclusively determined. Section h11, executive summary of the initial medwatch report should indicate: a stryker service representative performed an evaluation of the loaner¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. Thereafter proper device operation through functional and performance testing. The device was returned to the stryker loaner pool. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. Thereafter proper device operation through functional and performance testing. The device was returned to the loaner pool. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.